Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 days. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had right heart failure post implant requiring right ventricular assist device support. The patient¿s hospital course was complicated by right ventricular failure, requiring veno-arterial and veno-venous extracorporeal membrane oxygenation (vv-ECMO). The patient also had renal failure requiring continuous veno-venous hemodialysis, and klebsiello bacteremia. Despite maximal therapy, the patient had worsening acidosis and vasoplegic shock. The patient¿s family decided to withdraw care, and the patient expired on (B)(6) 2018. According to the patient¿s death note, the immediate cause of death was heart failure. It was also reported that right ventricular failure and heart failure were possibly related to the lvad. The renal failure was not related to the lvad. There was no pump pocket or driveline infection associated with the bacteremia. No additional information was provided.